Manufacturer narrative:
(B)(4). Initial reporter state:(B)(6).

Event description:
Patient reported signal loss over 1 hour. New customer survey states ""it doesn't work most of the time. Keeps saying trying to reconnect. I get maybe two days out of each one."